Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade unk. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 450 cc (right), 400 cc (left) and experienced bilateral capsular contracture, baker grade unknown post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. Upon explantation, the right side device was found to be ruptured. This report is for the right side device.

Manufacturer narrative:
On july 2, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).